Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire was stuck inside of a rotablator device and it was not possible to be released. A section of 72cm of the guidewire was outside of the distal end of the rotablator and a section of 79cm of the guidewire was outside of the proximal end of the rotablator. Some sections of the guidewire body were kinked, as well as the distal tip was stretched and kinked, and a section of it was broken/fractured, due to the solder ball weld was missing and it was not returned. No more damages were found in the device. Dimensional inspection of the outer diameter (od) of proximal section of the device was performed and were within specification. Dimensional inspection of the overall length, od of distal tip and od of middle of the device could not be performed due to the device condition.

Event description:
It was reported that the ro marker wire was detached and remained in the patient's body. The 75% stenosed target lesion was located in a moderate tortuos and severely calcified anterior tibial artery. A 0.009in x 330cm peripheral rotawire and 1.50mm rotalink plus were selected for use. During the procedure, it was noted that the ro marker wire was detached/separated and remaiend inside patient's plantar artery by fluoroscopy. It was attempted to removed, however it was difficult to removed. There was no effect on the blood flow. The procedure was completed with another of the same device. No complications were reported. It was further reported that there was no plan on removing the detached fragment as this did not influence the blood flow.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the ro marker wire was detached and remained in the patient's body. The 75% stenosed target lesion was located in a moderate tortuous and severely calcified anterior tibial artery. A 0.009in x 330cm peripheral rotawire and 1.50mm rotalink plus were selected for use. During the procedure, it was noted that the ro marker wire was detached/separated and remained inside patient's plantar artery by fluoroscopy. It was attempted to removed, however it was difficult to removed. There was no effect on the blood flow. The procedure was completed with another of the same device. No complications were reported. It was further reported that there was no plan on removing the detached fragment as this did not influence the blood flow.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the ro marker wire was detached and remained in the patient's body. The 75% stenosed target lesion was located in a moderate tortuous and severely calcified anterior tibial artery. A 0.009in x 330cm peripheral rotawire and 1.50mm rotalink plus were selected for use. During the procedure, it was noted that the ro marker wire was detached/separated and remained inside patient's plantar artery by fluoroscopy. It was attempted to removed, however it was difficult to removed. There was no effect on the blood flow. The procedure was completed with another of the same device. No complications were reported.